Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-00928. It was reported that patient's right lead migrated after a fall and caused ineffective therapy. As a result, surgery took place on (B)(6) 2021 wherein the lead was repositioned to address the issue. It is not known which is the right lead, so both leads are being reported.